Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer lost suction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no nonconformancfe recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).